Event description:
It was reported that the doctor was performing an arthroscopic labral repair with the stryker 3.0mm wedge anchor. During the inserting process or the anchor, the inserter/driver seemed to have stripped and would not engage to drive the anchor further into the bone (glenoid rim). The doctor proceeded to use a driver from a previous wedge anchor that was used in the same fashion and that 2nd driver stopped and would not advance the anchor, leaving the anchor sitting proud. The surgeon then proceeded to pick the bone around the anchor to remove it from the glenoid. After 30-40 minutes, the screw was finally removed. Two inserter drivers & anchor will be sent to stryker for review.

Manufacturer narrative:
Additional information will be provided once investigation is completed.